Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the first fitting the user did not have benefit from the device. At the revision surgery on (B)(6) 2018, the surgeon pushed the electrode back in the cochlea, as the electrode array was found extra cochlear. No new implant was necessary.

Manufacturer narrative:
Based on the limited information received from the field, the recipient did not have benefit from the device since initial implantation. A revision surgery has been carried out and the active electrode array has been pushed into the cochlea. Reportedly the recipient has good benefit after the revision surgery. Therefore an inadequate placement of the active electrode array during implantation surgery may be assumed.

Event description:
Since the first fitting the user did not have benefit from the device. At the revision surgery on (B)(6) 2018, the surgeon reportedly _pushed the electrode back into the cochlea_, as the electrode array was found extra cochlear. No new implant was necessary.